Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was likely due to an external force (such as strong rubbing against the relevant part during normal use, including the reprocessing). The instructions for use include the following to detect the event: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur (broken elements, loose channel inlet and fluid invasion).

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of a ¿leak¿ was confirmed as the scope¿s elevator channel inlet was found loose and leaking. The bending section rubber glue was found cracked. Multiple broken elements were noted in the scope¿s ultrasound image. Fluid invasion was noted on the scope¿s control body. The most likely cause of the reported event is mishandling. The instruction manual provides the statement below in an effort to mitigate damage to the scope. Important information ¿ please read before use do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The service center was informed that during reprocessing, the scope failed the leak test due to missing adhesive peeling off. There was no patient involvement.